Event description:
On (B)(6) 2013, the following information was reported to kci by (B)(6): on (B)(6) 2013, the customer reported that 300ml of fluid (alleged to be predominately blood like in appearance) was observed in the canister, and that the activ.a.c. Unit shut off without an alarm condition. The patient was subsequently hospitalized due to hemorrhaging from the axillary wound. A surgical procedure, type unknown, was performed to resolve the hemorrhage during which the patient received two units of red blood cells. An alternative dressing was applied with no subsequent issues or concerns.

Manufacturer narrative:
On (B)(6) 2013, v.a.c. Therapy was prescribed and initiated on a (B)(6) patient, post operative, for treatment of a left axillary abscess incision and drainage. On (B)(6) 2013, the patient was discharged from the hospital and continued to receive v.a.c. Therapy. Kci has not obtained sufficient information to establish a root cause, and is filing this report as a possible "use error." On (B)(6) 2012, the device was tested per quality control (qc) procedure by kci (B)(4) field service. The unit passed qc checks and met specifications. On (B)(6) 2013, the device was returned to kci france field service for evaluation. Inspection and testing of the device did not reveal evidence of an operational malfunction with the unit. Device labeling, available in print and online, states: with or without using v.a.c. Therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ, infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c. Therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c. Therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c. Therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c. Therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding.